Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was contaminated.

Event description:
Customer reports: some of our customers have used the aqua seal cdu for the neonatal patients, and they could not identify any toddling or bubbling during the operation. The doctors are suspecting that this might be due to a device failure. The customers are concerned if the aqua seal cdu is designed to be used for neonatal patients as well and they are looking for an official confirmation in writing from the manufacturer. Therefore, you are kindly requested to clarify the above for our customers acknowledgement and later usage. Additional information was received that the patient is 9 months old. The volume of water in the seal chamber was 2cm and the suction was set to 20 cm. There were no kinks in the tubing and the product was replaced with an atrium brand. The patient is fine with no complication. There was bubbling and tideling which provided suction for a few minutes and it stopped working completely.

Manufacturer narrative:
Based on the information available to us, we were not able to confirm the event. Updated section h10 - additional manufacturer narrative: the statement "based on the information available to us, we were able to confirm the event" has been updated to based on the information available to us, we were not able to confirm the event.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Since the physical sample was not provided the root cause and corrective actions could not be identified. If a sample is received in the future, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. All information received will be used for further tracking and trending purposes.